Event description:
It was reported that pump triggered cartridge alarm 30 and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to send problematic pump back using prepaid label within 10 days.